Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, inappropriate mode switches due to noise oversensing and low, out of range, pacing lead impedance were observed on the atrial lead. Insulation damage were suspected. The patient is not pacemaker dependent. No symptoms or complications were noted. The lead was capped and replaced on (B)(6) 2020. The patient was stable.